Manufacturer narrative:
(B)(4). Litigation alleges patient pain, stiffness, discomfort and weakness which negatively affected mobility and toxicity of metal in the body; and ability to perform normal physical activities has been limited after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2014 - medical records were obtained. Medical records indicate that upon revision, blood-tinged fluid and scar tissue were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: (B)(6) 2014.